Event description:
It was reported by service report that the footboard was missing the end blank module. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result : missing footboard module.